Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. During failure analysis, visual inspection-external, visual inspection-internal, manual articulation of inputs, recognition, engagement, energy delivery, electrical continuity, and intuitive motion tests/ inspections were performed, and the complaint could not be reproduced. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported about misaligned wrist movement of the fenestrated bipolar forceps instrument. When the surgeon moved the wrist of the instrument left and right but the instrument moved in a different direction (up and down). The user reseated the sterile adaptor and instrument on universal surgical manipulator (usm) 2, but the issue was not resolved. The user installed the instrument on a different usm and the issue would follow. A monopolar curved scissors (mcs) instrument was installed on usm 2, and there was no issue. The user tried a second fenestrated bipolar forceps instrument, but it had the same issue. The user then replaced the instrument one more time with a back-up fenestrated bipolar forceps instrument, and the third instrument had no issue. The procedure was completed with no reported injury.